Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure when the device was reloaded, the clip jumped out of the forceps. No patient consequence were reported.